Manufacturer narrative:
(B)(6). Subject device was returned to manufacturer for evaluation. Visual inspection noted that the device was significantly bent. Due to this condition, it can be inferred that this caused the actuator to not retract, which is likely what the user saw protruding from the tip of the device. IFU (instructions for use) states: ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed¿. A review of the device history records was performed which confirmed no inconsistencies. A complaint history review has not identified additional complaints for this lot number on file. One (1) fast-fix 360 curved needle delivery system was returned for evaluation. No issues related to the manufacturing process can be established. Per results of the investigation, the root caused was stated to be user/technique error. At this time, no further investigation is warranted. (B)(4).

Event description:
During a meniscal repair procedure utilizing the fast-fix 360 curved needle delivery system, it was reported that device fired once and the surgeon noticed a protrusion from the end. It was reported that the surgeon had to remove t1 of the fast-fix 360 curved needle delivery system as t2 did not appear to be inside of the complained device. There was a 5 (five) minute delay while the surgeon acquired a backup fast-fix 360 curved needle delivery system which allowed him to complete the procedure successfully. It was reported that there were no patient injuries or complications. (B)(4).